Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and unknown right ventricular (rv) lead exhibited a single low out of range shock impedance of 0 ohms. Boston scientific technical services (ts) advised that measurements of 0 ohms are typically the result of electromagnetic interference (emi), particularly when it is an aberrant value. It was noted that the patient was seen by their clinic following the 0 ohm measurement though details of that visit are not known at this time. Ts recommended the patient continue to be followed via the remote patient monitoring system. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.